Manufacturer narrative:
A customer from the united states reported to biomérieux a misidentification of a clostridium septicum cap survey sample as clostridium clostridioforme (95%) in association with the vitek® 2 anc test kit. An investigation was performed. The biomérieux internal lyophilized cap sample d-04 was reconstituted and subbed onto anaerobic cdc agar, which was incubated under anaerobic conditions for 24 hours, and tested on three different vitek® 2 anc lots. Vitek® ms testing was also performed. All three card lots tested obtained an excellent ID (99%) of c. Septicum. The vitek® ms also identified the organism as c. Septicum, with a 99.9% confidence value. When customer lab reports with the incorrect ids of c. Clostridioforme were examined, it was noted that a "gram negative" result was entered for offline testing instead of "gram positive". This resulted in c. Clostridioforme being identified instead of c. Septicum. In some of these cases, there was also one atypical negative result (bdfuc) when compared to expected reaction results for c. Septicum. In conclusion the vitek® 2 anc test kit. Performed as expected and no further action is necessary.

Event description:
A customer in the united states notified biomérieux of discrepant results associated with vitek® 2 anc test kit. The customer reported that they had a cap survey organism that was identified by vitek® 2 as clostridium clostridiiforme and the expected result was clost septicum. After receiving the cap results, a second swab was tested and the expected result of clost septicum was obtained. No patient is involved in this event. An internal biomérieux investigation will be initiated.